Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device would not rotate. It was noted there was corrosion on internal components and the housing and bearings were damaged. The assignable root cause was determined to be due to improper cleaning and care and possible immersion. This was further defined as misuse, abuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the sagittal saw attachment device had an undetermined malfunction. During in-house engineering evaluation, it was discovered that the device was not rotating. It was noted there was corrosion on the internal components and the housing and bearings were damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.